Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s certified clinical hemodialysis technician (ccht) reported that a fresenius combiset bloodline¿s transducer allowed saline and blood into the lines. The machine alarmed appropriately with a trans-membrane pressure (tmp) alarm. Upon follow up, the ccht said that they could not clear the tmp alarm or replace the transducer, so they had to disconnected the patient. The patient¿s arterial line was not returned. The patient¿s estimated blood loss (ebl) was approximately 100ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. Neither the complaint device nor a companion sample are available to be returned to the manufacturer for evaluation.